Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope air/water channel cleaning adapter was not being incorporated during bedside cleaning as instructed in the reprocessing manual and also aspiration after brushing was not being performed and during manual flushing of channels the auxiliary channel was not being flushed during reprocessing. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it could not conclusively specify the root cause of the suggested event. It was presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper reprocessing for the user facility. The event can be prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series reprocessing manual". Olympus will continue to monitor field performance for this device.

Event description:
This issue occurred during reprocessing. An olympus endoscopy support specialist (ess) performed an on-site follow-up reprocessing training. During the in-service session with facility staff, discrepancies and missing steps in the reprocessing of 190 series gastric/colonoscopes were identified. The ess provided a detailed outline of the necessary equipment for bedside and manual cleaning of scopes, and instructed the facility to contact their equipment management for any additional purchases. Staff were given step-by-step instructions from the reprocessing manual, reviewed instructions for use (ifus), and were provided with precleaning and cleaning guides. A pdf of the reprocessing manual and additional resources, including model-specific guides and olympus reprocessing videos, were promised to be sent after the visit. The facility committed to implementing all reprocessing aspects promptly and planned to consult for any equipment purchases, including the potential acquisition of a scope buddy plus unit to simplify endoscope channel cleaning. The training included hands-on demonstrations with an olympus skeleton scope, covering precleaning, manual cleaning, and the use of various cleaning and testing tools. Staff practiced using the a/w channel cleaning adapter and other equipment, and learned the procedures for proper scope leak testing and channel flushing. The facility, using a steris 1e for high-level disinfection, received equipment details and reprocessing guides, and was advised on following the manufacturer¿s instructions.